Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to provide updated evaluation coding.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and a non boston scientific right atrial (ra) lead and right ventricular (rv) lead exhibited increased impedance measurements, as well as noise and oversensing on the ra channel due to minute ventilation (mv) oversensing. The mv feature was programmed off. The physician performed defibrillation threshold (dft) testing, which was successful at 21 joules. No other actions or interventions were performed. No additional adverse patient effects were reported. The device remains in service.